Event description:
A discordant third generation psa (sps) result was obtained on a patient sample. The sample was repeated and the result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant third generation psa (sps) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and reported that the cause of the discordant result cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.